Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the buttons on the infusion device do not function and the soft component on the side button is defective. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is permanently active due to an external mechanical damage. As further result of the permanently activated up button, the other buttons do not respond to commands.